Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("also received in the same container are numerous fragments of coiled metal") in a 32 year-old female patient who had essure inserted (lot no: c18709) for female sterilisation. The patient had a medical history of breast reduction in 2008, cholecystectomy in 2004 and hives (penicillin, sulfa & erythromycin), vaginal discharge, post coital bleeding, painful intercourse, human papillomavirus infection, anxiety, clot blood and migraine. The patient had a family history of hypertension, ovarian cancer, arthritis and breast cancer. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 49 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic removal of bilateral essure coils and removal). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery? No. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: specimens: bilateral fallopian tube segments and coils. Clinical diagnosis: pelvic pain. Final pathological diagnosis: bilateral fallopian tube segments and coils: segments of fallopian tubes (two) with acute and chronic inflammatory reaction, plus multiple metallic coils. Gross: also received in the same container are numerous fragments of coiled metal aggregating 2.5 x 1.5 x 0.5 cm. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Event medical device removal is replaced with device breakage. Lot number. Medical history, concomitant condition, lab data & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 31 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 31 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("also received in the same container are numerous fragments of coiled metal") in a 32 year-old female patient who had essure inserted (lot no. C18709) for female sterilisation. The patient had a medical history of breast reduction in 2008, cholecystectomy in 2004 and hives (penicillin, sulfa & erythromycin), vaginal discharge, post coital bleeding, painful intercourse, human papillomavirus infection, anxiety, clot blood and migraine. The patient had a family history of hypertension, ovarian cancer, arthritis and breast cancer. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 49 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic removal of bilateral essure coils and removal). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: specimens: bilateral fallopian tube segments and coils. Clinical diagnosis: pelvic pain. Final pathological diagnosis: bilateral fallopian tube segments and coils: -segments of fallopian tubes (two) with acute and chronic inflammatory reaction, plus multiple metallic coils. Gross: also received in the same container are numerous fragments of coiled metal aggregating 2.5 x 1.5 x 0.5 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.